Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the snare revealed the sheath was pulled out of the handle assembly. The sheath had been properly flared during manufacturing. Due to the condition of the snare a functional check of extension and retraction of the snare was not possible. No other issues found with snare. The loop extension of the snare could not be verified due to the damage to the snare sheath. The device is 100% inspected prior to packaging for proper assembly and snare extension length. Due to the condition of the snare, the root cause for the loop difficulty extending cannot be determined. Therefore, the most probable root cause is undetermined. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician took the snare and tested it outside the patient. The snare loop would not extend. The procedure was completed with another snare from a safety peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no ill effects identified, stable condition."